Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7132812.

Event description:
It was reported that following a trial procedure, the patient experienced pain which was not an issue pre trial. The pain was not device related and the caused was unknown, however the patient did have scar tissue that the physician had to push through. The pain did not subside despite pain medication and lidocaine cream. The patient had a lead pull and was doing well postoperatively. The leads were discarded by the medical facility.